Event description:
It was reported that when the devices was used during a laparoscopic nephrectomy procedure, one experienced an incomplete staple line and another did not staple. The case was completed by converting to an open procedure. The patient has an unknown amount of blood loss, but experienced no further consequences.